Event description:
It was reported that the system transmitter cable was damaged and not working. The transmitter cable is the main cable used in navigation. This issue will prevent the navigation system from performing navigation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transmitter cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.